Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed there is no similar vessel perforation or hematoma complaints are associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was definitely related to the study device, procedure, and av access circuit. Based on the instructions for use (IFU), the occurrence of vessel perforation and/or hematoma are inherent risks of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during a reintervention procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used as a post- dilation device to treat the target lesion located in the left cephalic venous outflow. After the use of the lutonix dcb, the access circuit started to bleed due to a vessel perforation in the target lesion. The health care professional used manual compression to achieve hemostasis. The investigator assessed the event was definitely related to the study device, procedure, and av access circuit. The sample was discarded by the user facility and is not available for evaluation. No further adverse patient effects were reported.